Event description:
S/p lvad exchange (B)(6) 2018. Persistent hemolysis post op and bleeding, unable to continue integrilin for treatment. Power elevations noted as well. Underwent lvad exchange on (B)(6) 2018.